Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported a defective battery, which was later clarified to the battery would not charge. There was no report of patient involvement.